Manufacturer narrative:
Evaluation, results: inherent risk of procedure (balloon rupture), related to operational context (damage to the balloon material possibly due to interaction between the balloon material and the guide catheter tip and/or calcified disease present throughout the rca). Evaluation, conclusions: operational context contributed to event (damage to the balloon material possibly due to interaction between the balloon material and the guide catheter tip and/or calcified disease present throughout the rca). (B)(4).

Event description:
A 3.0 x 18 mm resolute integrity rx drug-eluting stent was implanted to treat a lesion in the rca with 70% stenosis, moderate tortuosity and calcification. It was reported that the balloon of the stent could not be inflated for post-dilation due to a leak in the balloon. After several attempts the stent was sufficiently expanded to safely exchange the resolute integrity balloon for a non-compliant balloon and the stent was apposed to the vessel wall. No abnormalities were noted during inspection or preparation of the device prior to use. No clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. Crimp bake impressions were evident on the returned device. A short longitudinal tear was located on the body of the balloon distal to the proximal inner shaft marker. Procedural images provided for review confirm the presence of diffuse calcified disease throughout the rca. There appears to have been difficulty with the device positioning. At one stage the proximal marker and proximal stent segments appear to have been withdrawn back into the tip of the guide catheter. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product endeavor sprint rx.